Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor on the seventh day of wear, and was therefore unable to obtain glucose readings. The customer became hypoglycemic and experienced a loss of consciousness. Customer was able to regain consciousness on her own, self-treat with food, and did not require any third-party intervention. There was no report of death or permanent injury associated with this event.